Event description:
Doctor reported that a patient in another doctor's clinical study developed blisters under the right foot and parts of the side of the foot. The blisters were initially clear then turned red and brown and the circumference of the blistered area was approx. 4 inches.